Event description:
Revision due to pain and dislocation, secondary to loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Updated (B)(4) 2012 date of primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 5 nov. 2015: updated dor, surgeon details. For left hip update details (B)(4). Added manufacture and expiry dates for products. Queried component loosening. Taken from claimsuite update 30 oct. 2015. (Pd 5 nov. 2015). Update 10 nov. 2015: updated the cup as the loosening component. Taken from reply to 2nd request for information.

Event description:
The pt is scheduled for an asr revision to address pain and dislocation secondary to loosening.